Manufacturer narrative:
The sample was returned, however, the investigation was not complete at the time of this report. A follow-up report will be submitted with investigation results.

Event description:
It was reported that the patient was intubated and the lasertubus kinked/broke during the intubation. Proper ventilation was not possible, thus surgery was stopped. The current condition of the patient is unknown.